Event description:
It was reported by service report that the foot right siderail would not lock in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Handle broken.